Event description:
Additional information received from clinical site indicated the empty pump reservoir occurred on (B)(6) 2016. The (B)(6) study took place on (B)(6) 2016; the catheter tip was at t11-t12. The catheter was patent and there was no evidence of a leak. The (B)(6) study took place on (B)(6) 2016 and the rotor turned as expected. Therapy was suspended/decreased to minimum rate mode on (B)(6) 2016. The drug concentration was also decreased at that time. The reporter also had a little difficulty with telemetry during programming; seeing the invalid telemetry message. The reporter was able to reposition the programmer had and achieve successful telemetry.

Event description:
Information was received from a consumer via a company representative (rep) regarding a patient receiving intrathecal dilaudid 50 mg/ml at 4.803 mg/day via an implanted pump for non-malignant pain. The patient missed her refill (about 1.5-2 months ago) because of an emergency gall bladder surgery and she was in the hospital for a while, per the patient. The patient's pump was empty and she experienced loss of pain relief. The patient had a pump catheter/rotor check on (B)(6) 2016 and the empty pump was refilled. The roller study confirmed movement and the catheter study was clear, patent, and the catheter was in the correct position.

Event description:
Additional information was received indicating that pump was still at minimum rate and the patient stated their pain was currently under fairly good control as of (B)(6) 2016. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated on (B)(4) 2017 the pump was reprogrammed and the drug concentration was changed. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the issue resolved without sequelae on (B)(6) 2016.